Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our mobile tables ¿ betastar 113112b0. According to initially provided information, during the transfer of the patient after the surgery, rapid and unwanted movement of the table occurred. Bottom of the table was tilted by about 45 degrees. The members of medical staff present on both sides of the table were able to support the patient and finalize the transfer in a hurry. No injury of the patient or the staff was reported due to described issue, however, we decided to report the case in abundance of caution based on potential that similar event may lead to serious injury in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with 113112b0 - betastar mobile operating-table. It was stated that during the transfer of the patient after the surgery, rapid and unwanted movement of the table occurred. Bottom of the table was tilted by about 45 degrees. The members of medical staff present on both sides of the table were able to support the patient and finalize the transfer. No injury of the patient or the staff was reported due to described issue, however, we decided to report the case in abundance of caution based on potential that similar event may lead to serious injury in case of recurrence. Based on information provided by getinge technician, there was no malfunction with the mobile table itself. During the visit at the customer site, the technician tested various movements of the table. The hydraulic circuit of the leg guard and the table, the emergency keyboard and wired remote control were also checked and no issues were found. After connecting the mobile table to the optiserp software no fault was found during the various movements of the table. The technician did not find any troubles with the zeroing of the table. As the ssu stated, there is a possibility that the movement of the mobile table occurred due to accidental pressing a button on the remote control by the or staff, so the most possible root cause for the reported issue is user error. It was established that when the event occurred, the mobile table did meet its specification and it was directly involved with the reported incident. The provided information indicates that upon the event occurrence, the device was being used for patient treatment. The reported issue - the unintended movement of the betastar mobile table, which took place during transfer of the patient is a single and isolated case per our complaint handling database. We believe the related devices are performing correctly in the market. Getinge shall continue to monitor for any further events of this nature and do not propose any action at this time. The correction of h6 medical device ¿ problem code field deems required. This is based on the internal evaluation. Previous h6 medical device ¿ problem code mechanical problem:unintended movement. 3026. Corrected h6 medical device ¿ problem code use of device problem: 1670.

Event description:
Manufacturer's reference number: (B)(4).